Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review antitachycardia pacing failed to terminate the patient¿s rhythm and the rhythm then self-terminated. The implantable cardioverter defibrillator was programmed to monitor only. No further information was provided. No patient symptoms were reported.